Event description:
While inserting the filter via jugular approach physician stated he thought the legs of the filter crossed and became imbedded in the wall of the vena cava. The filter would not deploy. The radiologist was called to assist to attempt removal. Md was unable to remove so a 2nd filter was inserted via rt femoral approach. Initial non-deployed filter remains in place.